Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that insep is magnet missing. A field service engineer, resecured the insep to resolve the issue and verified the drawer sensor working the system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system full-height cubie drawer has been reported to fail in remaining closed and multiple attempts have been made to rectify this issue. The customer stated that this issue is caused a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.